Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: oct 09, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was cut into three pieces with two pieces with the haptics attached and one optic piece. The lens pieces were cleaned and inspected revealing a scratch on the optic piece and a scratch on one of the haptics. No further evaluation was performed. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that multifocal lens was explanted because the patient was unhappy with the visual outcome. The lens was removed during a secondary surgical procedure and replaced with an iol from another company. Additional information revealed that the patient experienced unclear and blurry vision and was dissatisfied with the lens selection. The patient also developed posterior capsular opacification (pco) after the surgery, which was subsequently treated with a yag procedure. The patient is just fine. No patient injury or medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a3b, a4, a5, a6: unknown/ asked but not available. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received.